Event description:
It was reported by the patient that the previously working remote monitor will not turn on. Troubleshooting steps were taken to no avail. The monitor was returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor will not turn on. Troubleshooting steps were taken to no avail. The monitor was returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor would not turn on. Troubleshooting steps were taken to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the power supply output was 14.9v which was out of the 7v specification. The power supply was defective. The monitor was unable to power up by using the power supply that was returned with the monitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.